Event description:
A peritoneal dialysis (pd) nurse reported blood leaking from the arterial cap of the dialyzer during treatment. Blood loss was approximated at 250ml as the circuit was lost. The patient did not require medical intervention or treatment as a result of the blood loss and was not subject to any adverse event.

Manufacturer narrative:
A review was performed by the post market clinical department of the reported incident. There was no adverse event associated with this reported blood loss. A supplemental report will be submitted upon completion of plant's investigation.